Event description:
Catheter did not form the flower shape it is supposed to until the slider of the catheter was all the way back. The wire that is used within this catheter did not advance out of the distal tip smoothly.